Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034 - 2018 - 08540. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that a patient had a total shoulder arthroplasty. Subsequently, the patient's nano humeral component was removed and replaced with a mini stem due to pain, while also being converted to a reverse shoulder. No further information is available at this time.

Event description:
Duplicate, this device will be reported under 0001825034-2018-04084.

Manufacturer narrative:
It was determined this reporting is a duplication of 0001825034-2018-04084. Please void this submission.